Manufacturer narrative:
Reporter's phone number was not provided. The manufacturing location was unknown. The device manufacture date is unknown. The actual device was returned and is pending evaluation. Once reliability engineering evaluates the device, a supplemental report will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that attachment device was not functioning. The event was not reported to have occurred during surgery. It was not reported if there were any delays to the surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
During subsequent follow-up with the customer additional information was obtained. The reporter clarified that the event was discovered pre-surgery. It was reported that there was no delay in the reported event as an identical spare device was available for use. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear of components from normal use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.